Manufacturer narrative:
Upon return to boston scientific, this device was analyzed. Analysis confirmed that this medical device was able to pace and sense normally with a magnet rate of 85ppm at ert-ddd parameters. Forced lead impedance measurements were performed at ddd parameters and normal values were noted. This medical device was then manipulated while pacing was monitored. No pauses in pacing were noted as a result. Final analysis confirmed that this medical device is capable of providing therapy, and that there were no fractured feed thru wires, however visual inspection noted that the head was loose from the casing. Therefore, this device was placed in a reportable trend. If the issue had been present prior to removal of the device, this could have caused or contributed to impact on critical therapy in another patient of the same situation.

Event description:
Boston scientific received information that in response to isometrics, this implantable cardioverter defibrillator (ICD) did exhibit a large noise response on the atrial channel that the device was not marking or sensing in association the non-bsc atrial lead. This device was undergoing routine changeout at the time the noise was exhibited. The patient was in atrial fibrillation at the time and the boston scientific local area sales representative did not know if the non-bsc atrial lead would be returned to service or not. At the time, it was programmed to off. There were no adverse patient effects such as impact on critical therapy associated with this clinical observation.